Manufacturer narrative:
According to the complainant the device will not be returned for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, on (B)(6), 2026, the patient experienced elevated blood glucose levels after approximately 49-71 hours of pod wear. Blood glucose was reported to have increased to 480 mg/dl. Skin inflammation that appeared like an infection at the infusion site was also reported; however, no formal diagnosis of infection was reported. The patient was subsequently admitted to the hospital at uz leuven, where they were treated with intravenous insulin infusion. They remained hospitalized for approximately 31.5 hours and were discharged on (B)(6), 2026. The pod involved was removed and discarded at the hospital.